Event description:
It was reported that the pt was experiencing an increase in seizures that was believed to be due to end of service. A battery life calculation estimated approx - 12 yrs until end of service. During surgery to replace the generator, high impedance with a dcdc=5 was found when connecting the existing lead to the new generator. The surgeon chose to only replace the generator and the neurologist plans to monitor the pt's vns for a change in impedance. Further attempts for info are in progress. Attempts for the return of the explanted generator are in progress.

Manufacturer narrative:
Device failure is suspected.